Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/16/2017 with the following findings: a review of the black box history showed multiple call service 087 alarms. The issue was duplicated during power up. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 341mg/dl with polyuria associated with a call service alarm issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that a call service (cs 069) alarm occurred at random times. The patient¿s blood glucose readings do not meet animas criteria of a serious injury. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.